Event description:
During circumcision clamp fell off as foreskin was cut. More than normal bleeding occurred requiring two sutures. The threading that allows the clamp to be tightened was apparently worn, therefore allowing the nut to slip.